Event description:
Locking pin broke off.

Manufacturer narrative:
The device associated with the reported event was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The initial reporting stated "normal wear and tear caused the break". The device is labeled as a one time use only. The initial reporting suggests the pin was used multiple time. It is unknown if the multiple uses contributed to the reported breakage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.